Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer opened the hardware testing application and saw that two cubies in drawer 2.2 were missing. The fse removed and reinserted the cubies, which fixed the drawer issue. To be safe, the fse also reconnected the row board and drawer board cables for both drawers. After that, ran a final software test in the hardware testing application, and it passed. The escort was also able to check the medications in both drawers without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer would not open. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.